Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pain at the site of the tunneled cvc implant, which was subsequently fissured. Patient suffering acute myeloid leukemia. On (B)(6) 2024 ultrasound-guided positioning of cvc with venipuncture of the right internal jugular vein with control of correct positioning via endocavilary ECG, tunneled to the right hemithorax. On (B)(6) 2024 due to patient report of wall pain, the cvc was explanted and found to be fissured in the intravascular portion. Replaced with PICC in the left brachial vein.

Manufacturer narrative:
The 7f pro line was returned for evaluation. Visual inspection revealed a longitudinal tear at the 14 cm mark. This tear is approximately 0.6 cm in length. A dimple (kink) was also noted on the lumen opposite the tear. A guidewire was inserted into the tear and a large amount of dried blood was pushed through. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. It is possible that the lumen was subjected to excessive pressure due to the thrombosis in the lumen and/or the kink in the lumen, resulting in the failure. The instructions for use (IFU) contains the following warnings and precautions: * contrast media should be warmed to body temperature prior to power injection. Warning: failure to warm contrast to body temperature prior to power injection may result in catheter failure. *small syringes will generate excessive pressure and may damage the catheter. Ten (10) cc or larger syringes are recommended. * failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.